Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. A risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown product performance reason. This ra lead was replaced. No additional adverse patient effects were reported. According to the additional information, a fracture occurred in the ra lead, as evidenced by a spike in impedance exceeding 3000 ohms in both bipolar and unipolar modes, along with elevated thresholds and the presence of noise. Symptoms included lightheadedness but no syncope, attributed to atrial noise inhibiting atrial pacing, which led to increased ventricular pacing and resulting dyssynchrony. Atrial sensitivity was adjusted to the least sensitive setting to help prevent the anomaly until explantation. The lead was removed using a laser.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown product performance reason. This ra lead was replaced. No additional adverse patient effects were reported. According to the additional information, a fracture occurred in the ra lead, as evidenced by a spike in impedance exceeding 3000 ohms in both bipolar and unipolar modes, along with elevated thresholds and the presence of noise. Symptoms included lightheadedness but no syncope, attributed to atrial noise inhibiting atrial pacing, which led to increased ventricular pacing and resulting dyssynchrony. Atrial sensitivity was adjusted to the least sensitive setting to help prevent the anomaly until explantation. The lead was removed using a laser.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown product performance reason. This ra lead was replaced. No additional adverse patient effects were reported.